Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a decrease in the remaining longevity, from 1.5 years at the previous follow up earlier in the year to elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services discussed that incomplete data was submitted so an evaluation of the battery cannot be made. The complete device data was then received and evaluated by engineering. It was noted that the device depletion diagnostics were slightly abnormal, but not consistent with any known issue, so device replacement was recommended for within 60 days to ensure therapy remained available. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis. It was later reported that the explanted device was discarded at the facility due to the patient's infectious status and will not be returned for laboratory analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Engineering analysis of the device data confirmed the device was depleting in an abnormal manner. However, the root cause of the suspected premature battery depletion cannot be confirmed without a returned product.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a decreased in the remaining longevity, from 1.5 years at the previous follow up earlier in the year to elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services discussed that incomplete data was submitted so an evaluation of the battery cannot be made. The complete device data was received and evaluated by engineering. It was noted that the device depletion diagnostics were slightly abnormal, but not consistent with any known issue, so device replacement was recommended for within 60 days to ensure therapy remained available. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a decrease in the remaining longevity, from 1.5 years at the previous follow up earlier in the year to elective replacement indicator (eri) battery status. Premature battery depletion was suspected and device data was submitted to technical services for review. Technical services discussed that incomplete data was submitted so an evaluation of the battery cannot be made. The complete device data was then received and evaluated by engineering. It was noted that the device depletion diagnostics were slightly abnormal, but not consistent with any known issue, so device replacement was recommended for within 60 days to ensure therapy remained available. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received indicating the device was explanted and replaced about four days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.